Manufacturer narrative:
It was noted that the lead would not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2000 ohms, and shock impedance measurements of greater than 125 ohms. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.